Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that bench testing and continuity testing failed. It was reported that an open between pins and connectors was faulty. While the cable passed visual inspection.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was not charging when the system was powered on. The representative reported that the interface (umbilical) cable was not connected. There was no patient present when this issue was identified. No additional information was provided.